Manufacturer narrative:
Prod not yet returned for eval. Internal report #(B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Performed blood test - 117 mg/dl. Normal range is between 120 and 140 mg/dl. Customer stores the strips in the bedroom. Last 5 results in memory are: (B)(6). No adverse event reported.

Event description:
Consumer complaint of blood results reading of "lo". Performed blood test - 117 mg/dl. Normal range is between 120 and 140 mg/dl. Customer stores the strips in the bedroom. Last 5 results in memory are: lo mg/dl on (B)(6) 2014 at 7:45 pm; 129 mg/dl on (B)(6) 2014 at 6:23 am; 293 mg/dl on (B)(6) /2014 at 7:14 pm; 118 mg/dl on (B)(6) 2014 at 6:09 am; 91 mg/dl on (B)(6) 2014 at 7:08 om. No adverse event reported.